Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a spinal fusion surgery the patients ipg was nonfunctional and had telemetry error. It was unknown whether electrocautery was used or not. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that following a spinal fusion surgery the patients ipg was nonfunctional and had telemetry error. It was unknown whether electrocautery was used or not. The patient will undergo a revision procedure.

Event description:
A report was received that following a spinal fusion surgery the patient's ipg was nonfunctional and had telemetry error. It was unknown whether electrocautery was used or not. The patient will undergo a revision procedure.